Event description:
The facility rep reported a pump that had battery failure, fail code 570, before use. The hosp rep did not have info regarding whether there have been any reports of any pt or medical intervention. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. This failure was caused by depleted batteries. The batteries were replaced. This issue is currently being investigated under CAPA, which was opened on april 1, 2005, which is in the implementation stage. Review of the complaint history reveals similar reports have been received for this product for the reported issue.